Manufacturer narrative:
Manufacturing site evaluation: device is according to specification. However, there was inadequate instructions provided in the instructions for use (IFU) regarding assembly of the device. A field safety notice was completed and improvements were made the product IFU.

Event description:
Country of complaint: (B)(6). The wrench didn't release as expected during product introduction at facility. At first, it appeared to be a defect, after evaluating the device, it was determined that the wrench was incorrectly mounted after sterilization. It is possible to mount the wrench with hex-head in both positions. There is no indication on the instrument as to which direction is correct. The problem is, that an incorrectly assembled wrench does not release at the torque limit, this leads to the destruction of the screw or plate. During the training they noticed the failure, disassembled the wrench and assembled it the correctly and the wrench worked properly.